Event description:
The account reported, "pt undergoing an ercp with sphincterotomy. Common bile duct stone noted per ultrasound. Per the description of the procedure by the physician, the endoscope was passed down into the stomach and on into the duodenum. The ampulla was placed in good position. There was no previous sphincterotomy noted at the ampulla, but this appeared to be fairly small. An 8.5 mm balloon catheter was introduced into the distal bile duct and contrast was injected. The contrast filled the bile duct, which revealed multiple filling defect. There was also air in the biliary tree consistent with previous sphincterotomy. Given the size of these filling defects, and the relatively small size of the sphincterotomy, the physician elected to exchange the balloon catheter for a papillotome to try to extend the sphincterotomy. The physician then advanced the wire into the bile duct and began to make the sphincterotomy. The normal pulstile cut of the erbe machine was continuous and therefore, a "zipper cut" was made. Brisk bleeding was induced. The papillotome was removed and exchanged for a scleral needle catheter. A total of 13 ml of epinepherine was injected around the bleeding site at the top of the sphincterotomy. The procedure was aborted at this time for fear that removing the stone may cause further bleeding. Pt transferred to ICU for observation and procedure to be repeated in a few days. Per the physician, it was felt that the equipment malfunctioned. Device usage problem: device malfuncion - that is, the device did not do what it was supposed to do".